Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in taiwan, province of china. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 5409893, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 5409893 was manufactured according to the work instruction (wi) version 73 and manufactured in the machine multivac 08 and multivac 12 on 25/nov/2022, with a total of (B)(4) units. Assembly lot: the lot 5410128 was assembled according to wi version 24 on-line inspection for assembly of quick set on 25/nov/2022, with a total of (B)(4) units. The lot 5410129 was assembled according to wi version 24 on-line inspection for assembly of quick set on 25/nov/2022, with a total of (B)(4) units. The lot 5410130 was assembled according to wi version 24 on-line inspection for assembly of quick set on 26/nov/2022, with a total of (B)(4) units. Glue-tubing lot: the lot 5410113 was manufactured according to the wi version 37 and manufactured in the machine mp04, mp05 and mp08 on 21/nov/2022, with a total of (B)(4) units. The lot 5410114 was manufactured according to the wi version 37 and manufactured in the machine mp04, mp05 and mp08 on 21/nov/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.